Manufacturer narrative:
Determined to be reportable based on the device analysis. The manufacturing batch record review confirmed the device met all material, assembly and inspection specifications. As received, the specimen consists of one-1 145-014 extension wire; returned coiled, loose and double-bagged within "(B)(4)" style poly biohazard pouches. The specimen presents several bends of varying severity and frequency scattered over the length of the device with a fracture of the hypotube in the threaded region. The hypotube distal of the fracture was not returned. The fracture presents indications of a low cycle bending fatigue overload. The hypotube to wire shaft joint is correct and intact by visual examination and by non-destructive testing. No other damage or inconsistencies are noted to the specimen at this time. Except where noted, the specimen device appears visually and dimensionally correct. As noted in the device instructions for use (dfu), "do not force the proximal end of the guidewire into the connector on the extension wire. Attachment is achieved by twisting and not by pushing." Further, the dfu directs "insert the guide pin on the proximal end of the guidewire into the distal end of the addwire¿ extension wire. Once the guide pin is inserted, rotate the extension wire in a clockwise direction (with respect to guidewire) until the two wires are securely attached." At this time it is not possible to assign a definitive root cause for the event as reported. However, based on the information provided, handling and procedural factors appear to have impacted on the event as reported. If any further relevant information is provided, a follow up medwatch report will be submitted.

Event description:
They were connecting the addwire to a pt2 wire to create more length and the wire kept disconnecting. It happened outside the patient's body, during preparation. The procedure was completed successfully with another device.